Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. The patient reports they are pregnant. In addition the patient reports receiving an application error while wearing the pod reported previously. The patient reports they had removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 3 hours.